Event description:
During 2011, I was using the effected avaira aquatech plus contact lens. During this time, I experienced severe eye pain, burning, sensitivity to light, foreign body sensation. I have since discontinued to use of these contact lenses but my symptoms continue.